Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device UDI not provided as this product is no longer manufactured. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system rebooted without any prompt from user and displayed software screen. Rebooting the system resolved the issue and the system was functioning normally. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.